Manufacturer narrative:
Failure event observed during analysis. Final analysis found external insulation abrasion exposing the outer coil caused by friction to device can noted at 18.2cm ¿ 18.8cm and 24.2 ¿ 24.8 cm from the distal tip.

Event description:
This report is to advise an event observed during analysis.